Event description:
Information was received from patient. It was reported that patient can't recharge, getting rm03 error. Issue has been on going for about a month. Patient said device would "kick" her off. The recharger felt warm, not hot, but certainly warmer than the past. Inspection of controller and recharger didn't show any signs of damage. Patient requested recharger replacement to try, as it has worked in the past for her, with replacement equipment.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.